Event description:
The customer contacted stryker to report that their device's display goes blank and the device loses power. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Investigation determined the cause of the reported issue was a faulty accessory power supply. The device works as expected with a known working power supply. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The customer was advised to purchase a new power supply. The device was returned to the customer for use. Stryker determined that the likely cause of the reported issue was due to process adhesive on one of the device¿s ac input pcbs. This can trigger the overvoltage protection of the ac power adapter and may result in the device being unable to power on or charge the batteries.

Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's display goes blank and the device loses power. There was no report of patient use associated with the reported event.